Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument won't thread all the way down.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument finds the upper male thread on the inner shaft is damaged and will no longer thread successfully into the outer body. Inadvertent and/or impact damage from unintended use is suspected. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.